Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced six events where the infusion set tubing detached from connector on (B)(6) 2025. The infusion set was in use for half a day. Patient also reported redness at infusion set insertion site. No further information available.